Event description:
The pt was sitting in his car attempting to insert the product by viewing in the car interior mirror. Due to problem with his hands (the pt has large hands and missing his index finger), he folded the whole product and accidentally inserted the entire device into the trachea. While attempting to remove it, he lodged the product further down the trachea. With the assistance from a parking attendant, he was transported to a nearby hospital and the product was extracted under local anesthetics with an endoscopic foreceps. The time between the incident and the removal of the product was 45 minutes. The pt was discharged from the hospital directly after the procedure without complication.

Manufacturer narrative:
The returned product was visually inspected. It could be observed that the "wings" of the product have been removed by the user. Please see examination report. Action: instructions for use will be clarified with the following text: warning: if the product falls into trachea, it may obstruct breathing. Always insert the larybutton according to the instructions in this manual. Do not cut off the wings or otherwise, mechanically modify the larrybutton since it will change outer diameter and mechanical stability of the product. Stn# b077060.